Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): no anomalies found. The device analysis results were the result of a cold temperature eri. The device is now functioning according to product specifications.

Event description:
It was reported that the device was at elective replacement indicator while still in the box. It was noted that the device had been stored on the hospital shelf and then in a vehicle trunk overnight and it then appeared to have premature battery depletion. The device was not used. No patient complications have been reported as a result of this event.